Manufacturer narrative:
G4: 02mar2021. B4: 13mar2021. The customer was given the part number for a replacement touchscreen which would bring the device back to functionality, and the service order was closed. The customer stated via good faith effort that a replacement touchscreen would be ordered to be replaced onsite by the customer. If the customer needs to have the device evaluated and repaired by philips, a new service order will be opened and will be captured through philip's normal complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
It was reported to philips that the touchscreen on the v60 was not calibrating. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the touchscreen was not passing calibration. The rse informed the customer it is suspected that the touchscreen assembly needs to be replaced and provided the part information to the customer to order a replacement.